Event description:
This rv lead was implanted on (B)(6) 2009 and still remains implanted at this time. In a product experience report received on 07/06/2018 it was noted that the lead exhibited impedance mesurement out of range > 3000 ohms. The physician was dr. Antonio curnis at spedali civili di brescia bs in brescia , italy. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).